Event description:
It was reported that a patient experienced air in the patient line of homechoice cassette. This occurred during initial drain of automated peritoneal dialysis therapy. The home patient (hp) was connected at the time of the event and noticed air in the supply line. Renal therapy services (rts) discussed continuous ambulatory peritoneal dialysis with the hp. There was no report of patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
The device was manufactured at one of the following facilities: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.